Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) switched to safety mode due to premature battery depletion (pbd). Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device has not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.